Event description:
It was reported that the ilet displayed alert code 60 and became unresponsive with a frozen screen and nonfunctional wake button, while glucose management continued without issue, consistent with a device communication malfunction related to the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. The device was returned for evaluation. Preliminary investigation of this case revealed signal loss and failure to read input signal associated with the device¿s circuit board. The blue tooth worked just fine upon receipt and the display appeared to wake as designed. However, the logs did indicate that there was a situation with alert 60. This prompted the device to be opened for further investigation. Upon opening it was noted that the flex ribbon cable from the hoverboard, had a burn mark or scar that appears to intermittently cause the hoverboard to stop working. It is unknown if the pathway on the flex cable over heated or rubbed a scar into it. Eventually the flex cable started to fail. Although the alert 60 could not be duplicated during the investigation, the logs indicated its presence and confirmed the customer reported complaint.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.